Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that this complaint is from a data use agreement (dua). The dua summarizes 64 patients that were implanted with angled blade plates. Implantation was between (B)(6) 2000 to (B)(6) 2023 at (B)(6). Patient number (B)(6). Patient is a 36 years old, male . Reason for implantation was osteotomy. Post op complication included hwf - broken blade plate and screws. Treatment/intervention included revision orif of hip osteotomy. Implant(s) involved: 130 degree 70mm blade, cortex screw x4. (B)(4), which was created to capture the patient #(B)(6). This report is for one (1) 130 deg adult osteotomy plate 70mm. This is report 1 of 2 for complaint (B)(4).